Event description:
The customer alleged the audio alarm was malfunctioning. They replaced the alarm assembly. There was no report of any pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.